Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that external flash crc error. Customer's blood glucose value was 132 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.

Manufacturer narrative:
Unit was received with an external error loop during boot up, problem was isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to external error alarm. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.